Event description:
It was reported that prior to a treatment procedure, during prep it was noted that the stent had slipped off the balloon. The stent was not used for the procedure and the product did not come into contact with a pt. Another stent was used to successfully perform the procedure. The pt is reported as "fine".